Event description:
The customer's medwatch form stated that during a vaginal hysterectomy, the ligasure device jaws locked and would not open. The device was on tissue at the time, but the site was unable to provide more info as to how the device was removed. The surgeon is familiar with the use of the device. There was no known pt harm. Another ligasure device was used without incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.